Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the course of troubleshooting it was identified the customer was using expired test strips (jan 2015) to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 he experienced shakiness, lightheadedness, cold sweats, and polyuria. Customer self-treated with insulin and self-presented to a local hospital where he was reportedly diagnosed with diabetic ketoacidosis (dka) and administered insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is expired, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.